Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
Complaint submitted via maude event report. The complaint states about 1.5cm of the catheter tip sheared off in the pt's right radial artery during placement. No additional info is available and the customer is unk. Ref report (B)(4).